Manufacturer narrative:
No product was returned as a result a product analysis could not be conducted. The DHR analysis of the batch returned shows an initial conformance of this product with regards to its specification. For this batch, it there did not have deviation or failure investigation report. As the complaint has been deemed undeterminable, it is not possible to establish a corrective action. Should further information become available, the complaint will be re-opened and monitored for trends.

Event description:
Stem was being inserted. After several impactions, a small piece of ha came away from the shoulder of the stem.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.